Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-13268. The pt has two anchors, reporting on both since it is unk which anchor is related to this event. It was reported the pt's anchor was pressing on her skin and causing discomfort. The pt underwent a procedure and the anchor was repositioned which resolved the issue. Pt was reportedly doing well postoperative.